Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: igtcfs-65-1-fem-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "we had a celect platinum filter malfunction during the deployment process. The filter was stuck in the diaphragm of the filter sheath as the surgeon attempted to advance it into the sheath. The filter did not make contact with the body and nothing was left inside the patient. The surgeon removed the sheath and replaced it with another cook celect platinum filter. The surgeon was happy with the outcome." Patient outcome: the patient did not require any additional procedures due to this occurence. According to the initial reporter, the patient did not experience any adverse effects due to this occurence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description. No product was returned and no imaging was provided. Therefore, it would be inappropriate to speculate at what may or may not have caused the filter to stick in the introducer sheath during attempted advancement. It is noted that the filter did not make contact with the body and that the sheath was removed and replaced. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.